Manufacturer narrative:
The pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test and displacement test. The pump primed properly. In further review of the pump history (memory), there were no unexpected pump error(s)/alarm(s) noted 2 days prior to the event date of 23-mar-2026. The pump successfully communicated with the test accu-chek guide link bg meter. The pump was unable to pair with the test accu-chek guide link bg meter because sw version 6.60 and newer are no longer compatible with the bg meter, so this is an expected outcome. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Customer alleged for pump/bg meter communication anomaly and prime/fill anomaly were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump wont connect with meter, squirting insulin out during priming. The customer reported no adverse event. The event involved product(s) mmt-242a, mmt-1884. The customer reported insulin squirting out/dripping out during fill tubing process. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-242a, mmt-1884.